Event description:
It was reported that the user experienced hypoglycemia before dinner while using the ilet system, with a documented blood glucose of 52 mg/dl after announcing a usual buffet meal at a glucose of 70 mg/dl; the user reported announcing the meal at the start of eating and received education to treat the low glucose before meal announcement to prevent further decline. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included a complaint evaluation and user coaching on hypoglycemia management. Investigation of this case revealed no device malfunction and indicated user-related timing of meal announcement relative to treatment of low glucose as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.